Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). In addition the patient reports the pod was leaking during wear. No further information is available as to this event.

Event description:
The patient reports their blood glucose level had rose to 600 mg/dl while wearing a pod.in addition the patient reports they had been vomiting. The patient was released from the hospital after 6 hours.

Manufacturer narrative:
B5: describe event or problem added additional information the patient reports their blood glucose level had rose to 600 mg/dl while wearing a pod. In addition the patient reports they had been vomiting. The patient was released from the hospital after 6 hours. H6: adverse event problem- health effect - clinical code added vomiting.